Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) ventricular connector was damaged, the output connector assembly and the hanger was broken. The battery drawer was sticking, lower case. The upper case was broken and the encoder assembly and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular connector was damaged and missing a bail clip. The epg was returned for analysis. There was no patient involvement.